Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent left hip revision approximately eight years post-implantation due to pain, discomfort, and metal on metal hip disease. During the revision, a small amount of red fluid around the greater trochanter, trunnion corrosion, and very soft necrotic tissue in the greater trochanter were noted. The metal on metal components were revised to poly on ceramic.

Manufacturer narrative:
(B)(4). Event date - unknown date in (B)(6) 2017. (B)(4). Explant date - unknown date in (B)(6) 2017. Concomitant product: p/n 157856 recap shell cocr pc dia56/50mm l/n 1676441, p/n 162312 bi-metric pc 11x135mm t1 l/n 1525032, p/n 139256 m2a-magnum 42-50 tpr insrt std l/n 1676752, p/n 157450 m2a-magnum mod hd sz 50mm l/n 848420. The device was not returned by the patient attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent hip revision due to adverse reaction to metal debris. Further information has not been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.